Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and the device¿s function was normal.

Event description:
Related manufacturer reference number:2017865-2023-24489 related manufacturer reference number:2017865-2023-24490 it was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was cardio respiratory failure. No additional information was reported.